Event description:
Customer reported that the transformer has wires showing and doesn't work anymore when plugged in. There was no sparking, flames, or fires. There were no injuries. All I did was plug it into the wall and turned on the machine and then it just quit working.

Manufacturer narrative:
A replacement power supply was sent to the customer. This type of failure is typically associated with dropping the unit hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). The product was not returned at this time. Should it be made available a follow up with add' info will be filed. This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored.